Event description:
It was reported that the "patient has had significant problems with his back and lower extremities since a work related injury in 2009. Patient has been through extensive nonoperative management including: physical therapy, home exercise program, es injections, medications. Diagnostic studies show pathology predominantly from the l3-s1 segments. Patient has severe facet arthropathy at those levels, disk space narrowing and generalized disk bulging. The spondylosis results in severe central and neural foraminal narrowing at l3-s1. Patient also has some subtle instability at l4-5 and l5-s1 on flexion and extension. It was reported that the patient presented with the following preoperative diagnoses: l3-4, l4-5, and l5-s1 internal disc derangement, stenosis, and facet arthropathy; intractable back and lower extremity pain. The patient underwent bilateral transpedicular exposures for neural decompression l3-s1; posterior spinal fusion l3-s1; posterior segmental instrumentation with bilateral pedicle screws at l3, l4, l5, s1; harvest of local bone autograft; repair of incidental durotomy with laminectomy, right l4-5. Per the op notes, posterolateral graft was placed from l3-s1 which consisted of rhbmp-2/acs, mastergraft matrix and local bone autograft. The patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation. The severe, painful, and debilitating complications which marked the patient's post-operative period continue to present day and will likely continue into the foreseeable future." No further details are known at this time.

Manufacturer narrative:
Add'l info: (B)(6).

Event description:
It was reported that on: (B)(6) 2010 the patient presented with history of significant problems with his back and lower extremities. Preoperative diagnoses: (1) l3-4, l4-5, and l5-s1 internal disk derangement. (2) l3-4, l4-5, and l5-s1 facet arthropathy. (3) l3-4, l4-5, and l5-s1 stenosis. (4) intractable back and lower extremity pain. Postoperative diagnoses: same, plus incidental durotomy. The patient underwent the following procedures: (1) bilateral transpedicular exposures for neural decompression l3-4, l4-5, and l5-s1. (2) posterior spinal fusions l3-4, l4-5, and l5-s1. (3) posterior segmental instrumentation with bilateral pedicle screws at l3, l4, l5, and s1. (4) harvest of local bone autograft. (5) repair of incidental durotomy with laminectomy, right l4-5. Diagnostic studies: this included x-rays, MRI and CT myelogram. These showed pathology predominantly from the l3 to s1 segments. He has had severe facet arthropathy at those levels, disk space narrowing and generalized disk bulging. The spondylosis resulted in severe central and neural foraminal narrowing at l3-4, l4-5, and l5-s1. He also had some subtle instability at l4-5 and l5-s1 on flexion and extension. Per op notes: " the sacral ala, as well as the transverse process of l3 to l5 were decorticated. Posterolateral graft was placed from l3 to s1. This consisted of bmp, bone graft matrix and local bone autograft."

Manufacturer narrative:
(B)(6). (B)(4). Unanticipated bone growth. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.